Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and infection ('infection w/ IV antibiotics or hospitalization') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal bleeding, depression, migraine, uterine dilation and curettage, leiomyoma nos and ovarian cyst. Concomitant products included alprazolam (xanax), desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (provera), ondansetron (zofran) and sumatriptan (imitrex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and infection (seriousness criterion medically significant). The patient was treated with surgery (total upper scopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and infection outcome was unknown. The reporter considered infection and uterine haemorrhage to be related to essure. The reporter commented: infection w/ IV antibiotics or hospitalization discrepancy noted for date of removal: (B)(6) 2019. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Reporter information, medical history, concomitant drugs added. Patient dob, rcc updated. Event medical device removal updated to event abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and infection ('infection w/ IV antibiotics or hospitalization') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion medically significant). The patient was treated with surgery (essure removed on (B)(6) 2019, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. The reporter commented: infection w/ IV antibiotics or hospitalization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: previously reported event infection added and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.